Event description:
The customer contacted hotline to report a fluid leak under the beckman coulter access2 immunoassay system. The customer reported liquid was dripping on to the floor and onto a power strip. The customer was unable to determine the source of the leak or its content. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / hazardous exposure control plan is in place. A field service engineer (fse) located source of the leak and replaced the wash buffer reservoir, which resolved the leak issue.

Manufacturer narrative:
A field service engineer (fse) located source of the leak and replaced the wash buffer reservoir, which resolved the leak issue. (B)(4).